Event description:
A user facility reports that the haptic of the intraocular lens broke off during insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens.